Event description:
It was reported that the second device was off because the battery had died on her and had some reprogramming done to it. It had been down a month. The second ¿device was put in a weird, strange position right in the curve of [their] back [¿]¿ the patient had always had issues there. It was noted that unless it was jammed up against the skin it would not give the 8 bars and it would give them 3. It was taking 4-6 hours to recharger and it was felt that it was a long time. It was reported that in (B)(6) 2015 the patient had emergency surgery as the devices were going over each other, the implants were too close together and they were not able to recharger because the recharger could not recharge the stimulator that was under the other device. Separate pockets were made for them. It was noted that they started to grind on each other, the device from 2014 was on top of the device from 2013. The second device implant battery died within four days. They had a full battery when they got it and put the recharger on too soon after surgery. They put the recharger on 10 after surgery. It was noted that the patient had no issues with the devices when reporting the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).